Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl, 302 mg/dl and 250 mg/dl. The customer was treated with syringe. The customer did not allege pump was under delivering. It was reported that the customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was advised if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. The insulin pump will not be returned for analysis.